Event description:
Customer reported 30 false positive results on the realtime sars cov-2 assay on their m2000rt instrument. The customer stated they observed 20 to 30 samples with cycle number (cn) ranging from 25 to 29. The samples were reran on genexpert, and the results were negative. The customer stated they suspected contamination and proceeded with cleaning. The negative results were reported outside of the lab. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95 sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Manufacturer narrative:
Lot number, manufacturing date, and expiration date were updated after additional information was received. Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: quality data review: review of the manufacturing packet for abbott realtime sars-cov-2 amp rgt kit (list 09n77-090) lot 519437 did not identify any issues which could result in the reported complaint. Mp-09n77-090 (abbott realtime sars-cov-2 amp rgt kit) rev. 004 was reviewed. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc 1p amplification kit master lot testing met all acceptance and validity specification criteria. A CAPA lot search was performed for abbott realtime sars-cov-2 amp rgt kit (09n77-90) lot 519437 and its components to identify any existing internal quality records which could result in the reported complaint during production or internal use. The report did not identify any existing internal issues or nonconformances related to the reported complaint. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using abbott realtime sars-cov-2 amp rgt kit (list 09n77-090) lot 519437. The complaint history review did not identify any additional complaints related to the reported complaint for abbott realtime sars-cov-2 amp rgt kit (list 09n77-090) lot 519437. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification reagent kit, us eua (list 09n77-90) lot 519437 was not identified.